Event description:
It was reported to boston scientific corporation in 2008, that ia one step button gastrostomy enteral feeding device was used on the same day. According to the complainant, the pt peel-off label did not match the product tray label (different catalog number, same lot number). The procedure was completed with the reported device. There were no pt complications as a result of the event. The patient's condition at the conclusion of the procedure was reported as "good."

Manufacturer narrative:
According to the complainant, the suspect device will not be returned. A search of the complaint database identified one additional complainant recorded for the same lot (different failure mode, different customer). The june 2008 15-month replacement button enteral feeding product family trend chart; inclusive of all failure modes, was reviewed; no negative trend was noted. A review of the device history record revealed that identified that incorrect product labels were printed during the manufacturing process.